Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient arrived in clinic on (B)(6) 2017 with left sided facial droop. Initial head CT was negative, neurology consulted on morning of admission. Repeat head CT also did not show acute infarct although may be too slow to be seen per neurology. On (B)(6) 2017, study drug was discontinued and patient was started on aspirin. Coumadin was also resumed. Per neurology consult, etiology was likely small subcortical infarct in the setting of sub-therapeutic inr. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.